Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes experienced persistent hyperglycemia following a routine infusion site change. Blood glucose continued to rise despite regular use, and no pump alarms were received. The patient elected to change the infusion site again and noted that the removed site had a bent cannula. After placing a new infusion site and administering a bolus through the pump, blood glucose levels returned to target range. The event occurred during infusion. There was no patient injury.